Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia of value 23.9 mmol/l. Customer other relevant blood glucose values were 21.5mmol/l, 16.9mmol/l, 17.3mmol/l, 16.8mmol/l, 14.7mmol/l, 15.6mmol/l, 16.1mmol/l, 13.0mmol/l. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as thirsty. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege pump was under delivering. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer stated insulin exited at the quick release. Customer able to performed high performance test which was passed. The device will not be returned for analysis.